Event description:
Physician has had progressively severe allergic reactions to latex powder in latex gloves since 1994. Initial symptoms included sneezing and irritation of mucous membranes. His most severe reaction to date was on 3-27-98 while in labor and delivery, he suffered significant laryngeal edema and stridor. Symptoms went away with time. No add'l medication was required. Md has to wear a particulate filter tb mask to work in the hosp environment. His office has been cleared of powdered gloves.